Manufacturer narrative:
Follow-up # 1 ¿ (10/10/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/24/2013 and 10/3/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2013 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2013 at 8:00 am the patient obtained the blood glucose reading of 103 mg/dl on the reported meter and a laboratory result of 83 mg/dl within 10 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. On (B)(6), 2013 the patient had a scheduled physician¿s office visit, during which her insulin regimen was adjusted by one unit per injection. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and received no treatment to mitigate acute injury. However as the test results fell outside expected values for meter to laboratory accuracy testing this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 ¿ (12/20/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.